Event description:
During the procedure, the sapphire balloon fractured, and the tip became stuck in the side cell of the left anterior descending (lad) stent into the diagonal. Multiple different wires and a non-csi and abbott catheter were used to dislodge the fractured fragment. As the fractured fragment was being retrieved, it fell off the wire in the aorta and became lost. In the physician's opinion, embolization likely occurred in the patient's legs. To complete the procedure, a drug-eluting stent was placed in the left main artery. Patient status is satisfactory. The device history record for this lot: (4203462309) has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. No other similar complaints were received from the same lot of products up to now. Orbusneich medical manufacturing processes include extensive testing and inspections to ensure each product meets all material, assembly, and performance specifications prior to release.